Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the extension became dislodged from the paravertebral space and became externalized. The patient underwent surgical intervention where the extension was possibly repositioned or explanted. The issue was reportedly resolved. The manufacturer is unable to determine if the extension was explanted or repositioned on (B)(6) 2014. This event was found upon record review.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the extension was repositioned and the patient has resumed therapy.